Event description:
Customer reports back to back testing on his advantage system and a professional meter with results of 422mg/dl on his meter and 58mg/dl on the professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.